Manufacturer narrative:
Based on the claim against the product by the customer noting difficult to remove through cannula, an investigation was completed to determine the cause of this reported event. The prograsp forceps instrument was analyzed and found failure analysis investigations was able to replicate/confirm the customer reported issue. The instrument was found to have the main tube broken. The instrument has fragments missing at the distal end. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the prograsp forceps instrument was difficult to remove through the cannula and the instrument would not straighten during a da vinci assisted procedure. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps instrument was difficult to remove through the cannula and the instrument would not straighten. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the cannula needed to be removed with the instrument. The instrument would straighten out to get through the cannula. No fragments fell into the patient. The customer believed that the instrument either collided with another instrument or hit the cannula wrong when trying to remove it.